Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer believes that pump is not delivering the correct amount because her blood glucose continues to run high and has only gone down when she has given herself injections or a bolus. Customers normal range is 7-10 mmol/l and she has been getting results in the 15-20 mmol/l range. No adverse event alleged. A request was made for the return of the device.